Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the driver(s) did not engage the screw(s) properly. No further information has been made available at this time.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was visually examined and noted to be twisted and fractured. The DHR for the supplier lot was not reviewed. The certificate of conformance and receiving documentation indicates that the product was in good order as reviewed, and the reported event is caused by a known design issue. The root cause of this failure is related to plastic deformation as a result of the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.